Manufacturer narrative:
Batch review performed on 06 march 2019. Lot 1855110: (B)(4) items manufactured and released on 29-nov-2018 no anomalies found related to the problem. To date, no similar event has ever been reported on this lot. Additional instrument involved: mectac 03.29.10.1011 mecta-c inserter evo inner shaft, lot unknown.

Event description:
During the primary spine surgery and while attempting to insert the cage, the mecta-c evo inserter struck the surgeon in the eye when he pulled back on the inserter. During the instrument removal the implant was detached from the instrument and the instrument was in "lock" position. There was no any damage of the instrument. The cage wasn't deformed. This caused a 30 minute delay in the case and the surgery was completed successfully.